Event description:
A doctor contacted baxter (B)(4) regarding a connection issue with a titanium adaptor. The doctor stated the patient connector would not connect with the titanium adapter when the customer changed the transfer set. The actual sample is not available for evaluation. There was patient involvement. There was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample was not returned to baxter, therefore no evaluation was conducted. The lot information was not available, therefore a batch review was not performed. A follow-up report will be filed should additional information become available.